Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 13-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ("allergic reaction episodes increased") in a female patient who had essure (batch no. C55828) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), nervous system disorder ("neurological disorder tremor-like"), oedema peripheral ("upper limbs oedema"), face oedema ("facial oedema") and headache ("violent headaches"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, nervous system disorder, oedema peripheral, face oedema and headache outcome was unknown. The reporter provided no causality assessment for face oedema, headache, hypersensitivity, nervous system disorder and oedema peripheral with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-mar-2018 for the following meddra preferred term: hypersensitivity ¿ analysis in the global safety database revealed 48 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ("allergic reaction episodes increased") in a female patient who had essure (batch no. C55828) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), tremor ("neurological disorder tremor-like"), oedema peripheral ("upper limbs oedema"), face oedema ("facial oedema") and headache ("violent headaches"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity, tremor, oedema peripheral, face oedema and headache outcome was unknown. The reporter provided no causality assessment for face oedema, headache, hypersensitivity, oedema peripheral and tremor with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: hypersensitivity ¿ analysis in the global safety database revealed 48 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.